Manufacturer narrative:
Additional contact information: (B)(6). Occupation: biomedical engineer. It was reported that during preventive maintenance (pm) done by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) had safety disk leak test failure and membrane diff. Pressure reading 7mmhg. There was no patient involvement. Fse resolved the issue by replacing safety disk. Fse then complete pm and performed with full calibration. Iabp was then released for clinical use. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The failure analysis and testing department received the following parts associated with this complaint: safety disk. This part was received with a reported unit failure message of membrane diff. Pressure reading 7mmhg. Performed visual inspection of this part received and part looks to be in good condition. Installed the safety disk into the cardiosave test fixture and tested to the factory specifications and the cardiosave service manual. The failure analysis and testing department could not verify the failure of membrane leak tests. Safety disk passed testing with result of membrane diff. Pressure 5mmhg, the factory specification is +-6mmhg. Retaining safety disk in the fat dept. As per procedure 0002-07-d008 rev ap. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) unit safety disk leak test failed. There was no patient involvement reported .